Event description:
Repair center: provider alleged will not start and the key is the transformer will not start. Per independent repair center statement, unit will not start. The key failure was that the transformer will not start. Other issues were that the pcb would not start.